Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level was 54 mg/dl. Customer stated that the insulin pump stop delivering and had multiple insulin pump error alarms during basal delivery. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was able to clear but not able to rewind the insulin pump. Customer performed displacement test and self-test and test result was passed. Customer stated that the insulin pump was not dropped or bumped. The insulin pump will not be returned for analysis.